Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm (B)(6) 2024 . On the same day, it was reported that the patient experienced dka (no specific symptoms were reported). He was taken to the hospital and admitted. The was no information about the medication received at the hospital as they couldn¿t remember. Although the cgm was reported inaccurate, there were no bg nor cgm values reported on the day of the event. On the (B)(6) 2024, the cgm was reading 247 mg/dl and the blood glucose reading was 168 mg/dl. At the time of the report the patient was getting better. There was no information when the patient was discharged. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).